Event description:
It was reported that the patient was implanted with 7.3mm cannulated screws to repair bilateral subcapital femoral neck fractures on (B)(6) 2013. Post-operative CT scan taken revealed secondary bilateral intertrochanteric (it) fractures several days later. Patient was returned to the or on (B)(6) 2013 for revision surgery to repair the bilateral it fractures and femoral neck fractures. Reportedly, the left hip was successfully revised. The right hip revision attempted but the patients bone quality was too osteoporotic to maintain fixation. The decision was made not to re-implant. No further information was provided and no additional information about the event is available at this time. Devices will not be returned to synthes for evaluation. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device is not being returned and no lot number was provided.